Event description:
It was reported that the intra-aortic balloon (iab) was prepped correctly by the md. As the iab was removed from the tray, it began to unwrap. The iab was stuck inside the sheath. As a result, product was not used. The md used another iab and pump to complete the procedure.

Manufacturer narrative:
Eval: the intra-aortic balloon (iab) was returned. The teflon sheath with blood in, it was returned separately from iab. There was blood on exterior surfaces of iab. One-way valve was attached to lock connector. A 6" pressure line was attached to luer. Slide connector & cal key were attached to fiber optix sensor (fos) cable. Fos was light level tested & passed. Spring wire guide (swg) & pump tubing were not returned. A vacuum was pulled on iab & did not hold. One-way valve was vacuum tested & held. A different swg was fed thru central lumen with no resistance met. Iab was submerged & pressurized in water. Bubbles exited fos/bifurcation junction. Junction was examined under 10x magnification. There was sufficient adhesive present at junction. It appeared that excessive force compromised bond between the fos & bifurcation. Sheath & bladder were measured & both were within specification. A device history record re-review was conducted on the iab & it met all specifications & passed all in-process testing. A leak at the fos/bifurcation junction was confirmed. It cannot be determined when the junction was compromised. The root cause of the reported complaint could not be determined.